Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the failure to open was that it had been confirmed that it was an issue with the device, as it could not open inside the vessel. The cause of the barb damage was determined that it had been confirmed that there were burrs as soon as it was pushed out. The pipeline had not been placed in a vessel bend when it failed to open. Repeated attempts failed to deploy it.

Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-81805) as found condition: the pipeline flex device was returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found stretched. No bends or kinks were found on the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was open and damaged. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the pipeline flex braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was normal, and the pipeline had not been placed in a vessel bend, ruling out patient vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Additionally, the damage seen on the braid (fraying) and distal hypotube (stretched) indicates that high force was used. The damage may have occurred when the user attempted to advance or retrieve the pipeline flex device through the catheter against resistance. Possible causes of resistance include a lack of continuous heparinized saline flush during the procedure. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c5 segment aneurysm with unknown diameter. It was noted that the patient's vessel tortuosity was normal. It was unknown if the dapt (dual antiplatelet treatment) was administered. It was reported that after a hydration, the ped-375-18 was delivered to the stent catheter. During the deployment of the dense mesh stent, the tip end did not open as expected and had a barb. Multiple angiographic and rotational fluoroscopic observations from various angles were performed, and the operator felt the result was still not ideal. The stent was replaced, and the procedure was successfully completed. The angiographic result post procedure showed no problem after the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.